Event description:
It was reported that the patient was having low flow alarms. The low flow alarms were likely due to right ventricular (rv) dysfunction. As of (B)(6) 2022, the patient continued to have brief intermittent low flow alarms at night. The patient was reportedly asymptomatic with the alarms and an echocardiogram was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed intermittent low flow alarms. According to the account the low flow events were likely due to right ventricular dysfunction. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported right ventricular dysfunction could not conclusively be determined through this evaluation. The system controller log file contained data from 14jun2022 through 30jun2022. Intermittent low flow hazard alarms were captured throughout the log file when the flow decreased below the low flow threshold of 2.5 liters per minute (lpm), to 2.4 lpm. No other notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the patient¿s right heart failure; however, no additional information was provided. The patient remains ongoing on hmii lvas, serial number (B)(4), and no further events have been reported at this time. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23oct2014. No further information was provided. The manufacturer is closing the file on this event.